Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information extracted from warranty form joules used: 375,274. Additional event information: " fiber cleaned during the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure at roughly 30000 joules of use, "moxy fiber end firing" was observed. The fiber was exchanged. The case was successfully completed, with the use of second fiber. An 18f 3-way catheter was placed upon completion with excellent hemostasis. The physician mentioned: "it was a particularly difficult prostate to deal with - large and vascular". "No adverse outcome for patient" has been reported.